Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Device: failure to follow steps. This is used to address the failure to take a femoral angiogram to verify the location of the puncture site. Per the instructions for use: perform a femoral angiogram to verify the location of the puncture site. Evaluation summary: the device was returned for analysis. A cuff miss was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to placement of a pulsatile impeller heart pump. No femoral angiogram was performed. The sutures of the first proglide device were successfully pre-placed using the preclose technique. Reportedly, when the plunger of the second proglide device was removed, no sutures were visible. The sutures of another proglide device were successfully preplaced using the pre-close technique. The sheath was upsized to 11f and the placement of a pulsatile impeller heart pump was completed. Hemostasis was achieved with the successfully preplaced sutures of the first and third proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and in-training in the pre-close technique. A trained physician was present. No additional information was provided.